Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, upon retrieval of the instrument, the metal ring fell of the device and into the pt's cavity. The surgeon scheduled a re-operation to remove the component. The hosp has reported the pt's condition is satisfactory.